Event description:
It was reported that the right atrial (ra) lead exhibited increased threshold and impedance. The lead impedance increased and threshold went up to loss of capture. Rapid atrial noise events were seen when programmed to vvi. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that during device changeout the ra lead was confirmed fractured. The physician noted an insulation breach and made a repair to the lead. The ra lead continues to sense appropriately, and the patient does not require atrial pacing. The ra lead was reprogrammed for decreased sensitivity and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Noise visible on atrial egms. Atrial impedance has been ~1300 ohms for more than 82 weeks. No alerts listed, upper alert limit of 1500 ohms not tripped. Concomitant product: fr995-23 tissue valve, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).